Event description:
The customer reported shearing off the tip of a refreshed mam3008. The doctor reported retrieving the tip. No return of marker. No replacement requested.

Manufacturer narrative:
The sales rep was contacted on (B)(4) 2012. He reported that there were no problems deploying the marker into the patient's breast. The biopsy site was fairly close to the surface of the skin. The physician was able to retrieve the introducer tube tip easily. He reported the physician rotates the introducer tube several times while it is still in the probe, before the introducer tube and probe are removed together. The labeling states to rotate the introducer tube 180 degrees before removing the introducer tube and probe together. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under instructions section of the insert, one of the caution statements reads "do not insert beyond the appropriate band or tip damage may occur." Under warnings in the instructions, it states "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear."